Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia due to stress, inconsistent use of pump and sensor due to sensor failures, also experienced elevated ketones/diabetic ketoacidosis. The customer reported blood glucose value of 504 mg/dl. The reported hyperglycemia was treated with insulin pump, IV insulin drip and hospitalization. The reported elevated ketones/diabetic ketoacidosis was treated with IV insulin drip and hospitalization. Symptoms witnessed at the time of hospitalization: confusion, chest aching and throwing up. The event involved products mmt-1884, unk_sensor, mmt-242a and mmt-332a. Troubleshooting was partially performed for high blood glucose. The customer has used the insulin pump system within 48 hours of the reported event. The customer used the smartguard/auto mode of the insulin pump at the time of reported event. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for unk_sensor. No product return is required for mmt-242a. No product return is required for mmt-332a.frn-mmt-332a-rsvr, unomed inf set, mds-unk_sensor-snsrupdated summary:the event involved products mmt-1884, unk_sensor, mmt-242a and mmt-332a, mmt-7841zn. No product return is required for mmt-7841zn. Frn-mmt-332a-rsvr, unomed inf set, mds-unk_sensor-snsr, pqf-mmt-7841zn-xmtr.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.